Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 300 mg/dl. The customer was treated for high blood glucose with manual injection. Customer does not want to do additional troubleshoot for high blood glucose. The customer reported via phone call indicating that the insulin pump had infusion set cannula is bent. Customer's blood glucose at time of incident was 300 mg/dl. The customer stated the bent cannula occurred upon removal of set. The customer was advised to change infusion set. The customer has already changed set and current has no issue. The customer was advised to return the infusion set.